Event description:
Stent fracture and in-stent restenosis were found eight months after the procedure.

Manufacturer narrative:
This patient presented with angina pectoris, but no treatment was documented. Approximately one month later, angiography was conducted and mid level stenosis was observed at the ostium of the proximal right coronary artery (rca). Inferior wall ischemia was also observed by excercise stress perfusion imaging. Approximately three months later, a 3.5x18mm cypher was deployed at 16 atm in the target lesion. Post dilation was conducted with a 4.0x15 mm balloon at 16atm. Control angiography was conducted and the space between the stent struts were observed to be spread out. Ivus was conducted and decrease in the number of stent struts was not observed. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day, prescribed 3 weeks before the procedure. At the 8-month follow up, control angiography was conducted and restenosis and space was observed between the stent struts. The physician commended that the fracture was observed at the area right at the cardiac movement. However, because the restenosis was less than 50%, there was no treatmemt provided. Please note that this product (lot no i0405031) is not distributed in the united states. However, it is similar to the us distributed device. This product is not available for testing and eval. Additional info rec'd will be submitted within 30 days upon receipt.